Manufacturer narrative:
Additional information: patient information related to investigation findings. Manufacturer's investigation conclusion: upon evaluation of heartmate ii lvas, an incidental finding was found that revealed thrombus within the device. Additionally, a specific cause for the reported event of driveline infection could not conclusively be determined through this evaluation. The account communicated that the patient had a driveline infection of mssa. The decision was made by the vad team to perform a pump exchange which occurred on 10may2019. Upon the investigation of heartmate ii lvas, an abbott investigator observed thrombus within the pump. The device was returned assembled with the driveline (dl) severed approximately 1¿ from the pump housing. An additional segment of the driveline adjacent to the metal connector was also returned measuring approximately 37.5¿. The outlet elbow was returned attached to the pump¿s outlet port. The bend relief collar was returned detached from the device. The sealed inflow conduit (inlet tube, inlet conduit flex section, and inlet elbow), apical sewing ring, sealed outflow graft, graft attachment, and sealed outflow graft bend relief were not returned. Evaluation of the outlet elbow revealed no evidence of developed or adhered depositions or thrombus formations. Upon disassembly of the pump body, examination of the distal-side of the inlet stator revealed a small thrombus ring adhered around the inlet bearing cup. Areas of the deposition were hard and denatured as well as slightly laminated, which indicate that it likely developed in this location over an undetermined amount of time while the pump was operating. Examination of the rotor revealed deposition adhered around the bearing ball. The deposition was strongly adhered to the bearing ball and was hard suggesting that it had been present for an undetermined amount of time during support. This deposition had a similar structure and appearance as the thrombus ring found surrounding the inlet bearing cup, indicating that these depositions formed together. Further examination of the proximal side of the outlet stator revealed a red, non-laminated, tissue-like deposition adjacent to the outlet bearing ball. This deposition was not adhered to any surface, and the structure of the deposition and lack of laminated layering suggests that it did not form at this location. Although the origin and duration of time for which the deposition was present in this area cannot be conclusively determined, the lack of circumferential contact marks on the distal end of the rotor suggest that this deposition was not present in the outlet stator for an extended period of time while the pump was operating. The pump was cleaned, and the bearings, rotor, and blood-contacting surfaces were then examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specifications and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 3 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a driveline infection and the decision was made by the vad team to perform a heartmate 2 to heartmate 2 pump exchange. It was reported that the patient tested (B)(6) for (B)(6). On (B)(6) 2019, the doctor performed the heartmate 2-heartmate 2 exchange; exchanging only the pump and collar, leaving the original inflow cannula and outflow graft with bend relief. The exchanged pump will not be returned for analysis. No further information was provided.